Manufacturer narrative:
Ipg serial number was included in a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s ipg was explanted and replaced.

Event description:
It was reported that the patient's original pain at the ipg site has resolved.